Event description:
Reportedly, while using the instrument, the tip of the device cracked off and could not be found. Another device was used to complete the case. Pt status: no pt injury reported. Procedure: gyn.